Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval pulse wires between ECG b and the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of a broken wire. No adverse event resulted from the open connection. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt, to report that he is receiving constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.